Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string was missing prior to use but she inserted anyway. She was not able to remove the tampon and went to the doctor to get the tampon removed. Doctor stated that the string was there and it was more than likely her error. Consumer is doing fine.